Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps stated during impaction arm locked up and flagged with joint angle inconsistent error. Also concerned with visual, system showed cup was drastically off from where it was in patient. Angle discrepancy failed after case. Requested logs.